Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No failed battery test alarm, frozen display anomaly and no unexpected battery power loss anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display. The customer¿s blood glucose was unknown. Customer stated that insulin pump screen was not completely blank. Customer was calling back with a frozen display after installing a new battery for previous frozen display issue. Customer stated that insulin pump had battery failed test and battery out limit alarm. Customer stated they were able to clear the alarm and did not receive a request to rewind pump. The device will be returned for analysis.